Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a priming and rewinding issue: insulin squirted out during the manual prime process. The customer's blood glucose at the time of incident is unknown. Additionally, the buttons were unresponsive while priming. The caller did not recall any significant events leading to the keypad issues. They confirmed that time advanced properly on the status screen. The customer was advised to discontinue usage of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed prime test, self test and excessive no delivery test. Unable to confirm possible over delivery anomaly and unable to perform displacement test, basic occlusion, occlusion test and displacement accuracy test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Device received with reservoir tube lip completely broken off noted.